Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer does not recall any significant event leading up to the alarm. Customer's blood glucose level at the time 128mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed motor error during displacement test due to motor with high current draw. Unable to perform displacement test or verify excessive"no delivery" alarm due to motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and shifted end cap sticker.